Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 3.2 was failed unable to open and required maintenance. The customer stated that the malfunction occurred when a user tried to issue medication to the patient, resulting in a delay in dispensing the required medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 would not open. A field service engineer inspected the drawer and noticed that the inseparable did not have a magnet. The field service engineer replaced the inseparable magnet, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.